Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive was this qc, survey or patient samples? Patient. What was the result of the bd test? False positives as reported. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive 1. Was this qc, survey or patient samples? Patient 2. What was the result of the bd test? False positives as reported 3. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate.

Manufacturer narrative:
H.6 investigation summary: field service engineer was dispatched and no instrument related issues were found. Complaint is not confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this failure.